Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-37429. It was reported that the patient presented in clinic due to pocket erosion. It was noted that the right atrial (ra) and right ventricular (rv) leads eroded through the skin. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was stable throughout the procedure.